Manufacturer narrative:
A review of tickets determined normal complaint activity for lot 87414ui00 and there were no trends identified for the complaint issue. Return testing was not completed as returns were not available. Accuracy testing was performed with a retained kit of lot 87414ui00 and all specifications were met indicating the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is adequately addressed. Based on the investigation no product deficiency was identified for the alinity I total b-hcg reagent, lot 87414ui00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues. Complete information for section a patient information, patient identifier - multiple = sid (B)(6) and pt#2. This report is being filed on an international product, list number 7p51-20 that has a similar product distributed in the us, list number 7p51-21.

Event description:
The customer reported false positive alinity I b-hcg results on two patients. The results provided were: on (B)(6) 2018 sid (B)(6) = 565.88iu/l (>/=25.00 iu/l = positive). The physician questioned the result since the patient is using an iud, so a new sample on this patient was drawn on (B)(6) 2018, sid (B)(6) = <2.30iu/l (</=5.00iu/l = negative). Both samples were retested on (B)(6) 2018 = <2.30iu/l; on a different analyzer both = <2.30iu/l. Upon checking the lab found another patient pt#2 initial on (B)(6) 2018 = 43.61iu/l / repeated on (B)(6) 2018 = <2.30iu/l. There was no reported impact to patient management.